Event description:
The customer reported to customer service that her bp advanced personal double breast pump breast pump had low suction and had caused her to get clogged ducts which eventually turned into mastitis, which was treated with antibiotics.

Manufacturer narrative:
A replacement pump was sent to the customer. The customer reported mastitis due to low suction on her breast pump. A medela clinician spoke with the customer on (B)(6) 2014 and mastitis was confirmed. Customer noticed the suction was different and the faceplate would move. On the 3rd day of using the pump, she got plugged ducts, and her supply went down. She went to urgent care and was diagnosed with mastitis. Her other symptoms were bruised feeling, reddened breast, and she felt lumps. Customer went back to (B)(4) and spoke to the (B)(4), and they gave her a lactina. She took amoxicillin for 10 days and no longer has mastitis. Her supply has never come back up, but customer says she's nearing her goal of a year, and she's still doing well. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. (B)(4): breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.